Event description:
It was reported that the patient could not get his inflatable penile prosthesis (ipp) to deflate and wanted a new one. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.